Manufacturer narrative:
A system check failed on washed portion due to dark count errors. A field service engineer (fse) was dispatched on (B)(4) 2011. The fse replaced the ferrule on the fluidics manifold that was leaking. The fse replaced all per-pump tubing and ran a system check that passed. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc., (bci) to report a leak in the wash valve in the access 2 immunoassay system. There was no report of injury to lab personnel.